Event description:
It was reported that they are returning their unit for service. Description of failure: recalibration of unit. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require the main pcb assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.